Event description:
It was reported that during priming with one unit of an oxiris, a fluid leakage was observed and a crack was noted on the back side of the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection. The device was not returned for evaluation therefore an evaluation could not be performed, however, the reported damage is typical of a mechanical shock applied during the transportation/storage of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.